Event description:
It was reported by the field clinical specialist (fcs) that approximately 6 years, 3 months, and 5 days post transfemoral tavr with a 29mm sapien 3 valve the valve failed due to stenosis. The patient presented with fatigue, shortness of breath, and syncopal episodes. A valve in valve was performed with a 26mm sapien 3 ultra resilia valve. Per medical records, the leaflets were severely calcified, velocity is increased more than expected, there is very severe stenosis, the peak velocity is greater than 4.0 m/s. A transesophageal echocardiogram (tee) was performed approximately 6 years and 3 months post implant and noted that the aortic valve leaflets are very calcified, severe stenosis by measurement criteria (0.8 cm2), and peak/mean gradients of 68/48mmhg, respectively. There is no significant regurgitation and no paravalvular regurgitation.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (diabetes mellitus and end stage renal disease on dialysis are comorbidities that puts the patient at increased risk of developing calcification of the prosthetic valve.) A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.